Event description:
It was reported that approximately 75 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, joint dislocation, metal related pathology, osteolysis, scar tissue, and synovitis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2024-02865 d10: (B)(6) - 138-36-28 - acumatch gxl 15 deg +5 lat liner 36mm sz h. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-02865. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: e the most likely underlying cause for the revision reported is prosthesis wear and disassembly and a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.